Event description:
End user states the chair intermittently stop and the screen will flicker, no faults, no error codes.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.